Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The facility reporter described the patient as (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed and there were no missing parts. All external handle observations were normal for a clip deployed device. The sheath was fully slit and the deployed clip was captured within the distal end of the sheath. The delivery tube was fully distally clip deployed and presented bowed/bent garage tube leaves. Inspection of all internal components determined all parts were undamaged and in their proper post clip deployed positions. The vessel locator and the pusher body joint were intact but bent locator wings were observed. There was no detected device anomaly that may have contributed to the reported premature deployment of the device. The device was reset for redeployment testing. The test was successful with proper device redeployment occurring and no premature deployment of any of the devices components taking place. There were no other device observations and the reported premature device deployment could not be confirmed. The observation of the bowed/bent garage tube leaves is an indication of a possible tight tissue tract which can bend the garage tube leaves, as observed, during the delivery tube deployment through the tissue tract. A tight tissue tract would also have been a significant contributing factor in the observed capture of the deployed clip and bent locator wings due to tissue captured between the distal end of the clip delivery tube and deployed vessel locator interfering with proper clip deployment off the distal end of the device and proper locator wing retraction back into the distal end of the delivery tube. The physician was reported to not be certified in the use of the starclose se device, which is contrary to the instructions for use, and may have been a contributing factor in the event. A review of the device history records did not reveal any non-conforming material records associated with this lot. A query of the complaint-handling database for this lot was performed and there have been no other reported cases for premature device deployment. No definitive root cause for the device observations was found and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician, not trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device fired prematurely and ended up in the skin surface and was easily removed by hand. Manual compression was used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.